Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported by the customer that four (4) large volume pumps delivered to the bedside and all four (4) read "channel error" and the brain was "broken", so the pumps would not attach. There was patient involvement but no harm.

Event description:
It was reported by the customer that four (4) large volume pumps delivered to the bedside and all four (4) read "channel error" and the brain was "broken", so the pumps would not attach. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.